Event description:
In 2005, the lay pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately. The medical affairs specialist (mas) spoke with the pt's spouse to obtain and verify the following info. The reported meter functioned correctly. The following day the pt changed the code on the meter. Following his resetting the meter code, the pt obtained a result of 3.3 mmol/l (converts to 59 mg/dl) while feeling weak. The spouse said the pt did not realize the meter units of measurement had changed. He ate food after testing with the meter, then retested later and obtained a result of 7.7 mmol/l (converts to 139 mg/dl). As he continued to feel weak, he went to the ER. A result in the "200's" was obtained on the ER device. The spouse said the pt's weakness was found to be due to something other than diabetes; the cause was not specified. He received no treatment. The customer service agent (csa) confirmed that the meter was set to mmol/l instead of mg/dl. The meter was replaced. The spouse said the pt received the replacement meter and was testing with it without difficulty. She said the reported meter has been mailed back to lifescan as requested.